Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from rep. They reported the lead was sent back to medtronic via usps. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins). It was reported by manufacturer representative (rep) that during stage 2 procedure, the initial lead was damaged at the proximal end and was replaced without incident. It was explained that the proximal end of the lead was not secured all the way into the header. In an attempt to not unscrew the set screw too much the lead was pulled from the header but it was still held too tight into header and the casing pulled back exposing the coil of the lead. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of lead model 3889-28 lot # va1zjww identified the outer insulation was separated at the butt joint near the proximal end of the lead. Though it had been mentioned in the complaint that the lead was pulled on with the set screw still tight, there was no evidence to show the lead was overstressed by pulling too hard. The conductor coils were crushed, 9.5 cm and 11.2 cm from the distal end. There was one set of setscrew marks on each connector which were in the correct location. The lead was subjected to a series of tests that included, but was not limited to, visual inspection and electrical testing. If information is provided in the future, a supplemental report will be issued.